Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the top case was cracked and chipped at the left corner. There was a primary audible alarm background test error in history. The reported event could not be verified after multiple flow and occlusion tests. The root cause of the reported event could not be determined. The technician replaced speaker as a preventive measure. The device passed functional and delivery tests. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device alarmed primary audible alarm background (bkgd) test error. No patient injury was reported.